Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor was resetting. The cause of the abnormal shutdowns and resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) yr old male pt contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.